Event description:
Information received from the field does not address the patient's clinical status but notes loss of capture. Upon investigation, a metallic obstruction was found in the ventricular port.